Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 2.25¿ accucath peripheral IV catheter. The sample was received with an attached extension tube. Usage residues were observed throughout the sample. A permanent kink impression was observed near the distal end of the catheter shaft. The sample kinked preferentially at the site of the kink impression during manual manipulation. Microscopic inspection of the sample confirmed the presence of kinked shape memory near the end of the catheter shaft. The catheter tip exhibited slight deformation. The kink impression and tip deformation were consistent with catheter kinking during attempted catheter advancement against resistance. The usage residues indicated that advancement occurred during attempted device placement. A lot history review (lhr) of recx3942 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that that one of the accucath ultrasound IV sets had a kink in the tubing and it was unable to be used.